Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with a "constant alarm when you turn the pump on"; this condition had the potential to interrupt delivery. This condition was found upon power up. There was no reported patient involvement, patient injury, medical intervention, or adverse event in association with this event. The software version is currently unknown at this time. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a constant alarm when you turn the pump on was confirmed and reproduced during evaluation. A damaged battery alarm was found in the event history log. The assignable cause for the reported problem was determined to be depleted batteries resulting from user error. The battery and battery harness were replaced to fix the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required. This involved a remediated colleague 2006 infusion pump with user interface module master software version 6.13.90.

Manufacturer narrative:
(B)(4).the device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.